Manufacturer narrative:
The customer¿s experience with dim displays was confirmed on the 3 returned display boards. Risk assessment dir: 10000285368 notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (B)(4) was issued to improve the manufacturing process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported pump module segments not functioning on display.there was no patient involvement.